Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the electronic circuit failure due to water intrusion. This failure may have been caused by the hole on the cable due to external stress. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The reported event had already been encountered before. This was the cause of the previous shipping for repair. The field technician had recognized the failure on site when the video connector was half plugged. After the customer reported the event written, olympus inspected the device at the service department of olympus (B)(4) and found followings; the reported phenomenon was reproduced. Due to a malfunction of the camera cable, the monitor displayed an "e224" error message, and the endoscopic image function was completely lost. An air leak inspection confirmed that the cable had a hole. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that an error e224 occurred when the device was connected to the processor. There was no report of patient injury associated with this event.